Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent temperature alarms occurred while the pump was at room temperature. Reportedly, the customer was charging the pump prior to the alarms. The customer's blood glucose level ranged from 135 to 160 (mg/dl). Reportedly, the pump would continue to be used for insulin therapy.